Event description:
It was reported that approximately four hours into the perfusion, while the device user (du) was drawing labs, the battery immediately dropped from 94 percent to 48 percent and produced message code 80 (low battery). The du was advised to change power outlets. Afterwards, the device appeared to be charging normally again. Subsequently, the device was shifted into a van for transport and was also charging normally.

Manufacturer narrative:
Device data was reviewed and confirmed the reported event. The instantaneous drop in battery percentage seen by the user was erroneous due to a recalibration event in one of the two internal battery packs. During a recalibration event, the affected battery adjusts its total capacity and begins recharging. After recalibration, the battery percentage displayed would be representative of the true charge. Additionally, the device underwent preventative maintenance and passed all testing. The batteries were replaced in accordance with the routine service schedule. Subsequently, the device again passed all testing.